Event description:
The customer reported that the silicone segment ballooned while priming IV set via gravity. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Conclusion - no available code for undetermined or unknown cause. The customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection revealed that a small ballooned area remained at the top of the silicone segment. Functional testing was performed; the top portion of the silicone pump segment began to balloon slightly. The set was then pressure tested and the observed bulge segment started to balloon at 4 psi. The root cause of the balloon in the silicone segment could not be identified.